Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of an untreated episode. The noise was felt to be consistent with myopotentials. Technical services (ts) discussed potential troubleshooting and programming options. Later, this patient received one inappropriate shock due to oversensing of myopotential noise during weightlifting. No additional adverse patient effects were reported. This device remains in service.